Event description:
The customer reported that the device had a (1:34) power mcu cpld memory error. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.